Event description:
A malfunction alarm, specifically alarm 20, was reported during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.